Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The service engineer found that the expiratory cassette's inlet with moisture trap was broken. The moisture trap was replaced, which resolved the problem, after which pre-use checks passed again. No part was returned for investigation. A broken expiratory cassette moisture trap may cause leakage and insufficient ventilation. It will be detected during pre-use check.

Event description:
Manufacturer ref.#: (B)(4).